Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A cause for the reported cannot be determined. The subsequent treatment appear to be related to the circumstances of the procedure. It this case, it is possible, the non-rail suture was inadvertently pulled tightening the knot prematurely, or knot jams in subcutaneous tissue, or tensioning angle not coaxial. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: device code 2017 - failure to follow steps / instructions removed.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a small bore hole. Reportedly, the suture trimmer was unable to track down the suture in order to advance the knot. Forceps were used to open the nick and spread of the tissue tract to aid the advancement of the suture trimmer. The suture was mistakenly cut during the attempt to advance the knot. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6- device code 2017 clarifier: failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.